Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4), event 1. The device involved was not been returned for evaluation. No additional information was provided by the customer. Per b. Braun's r&d team: if it is happening with specific solutions, ensure the specific gravity of those solutions is set correctly in the solution database. If it is happening with all solutions, ensure load cell and weight are not damaged or affected in any way. Troubleshooting could involve a factory reset of the load cell, ordering a new weight, etc. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4), event 1. The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: there are issues with bags over-delivering on the pinnacle compounder. No injuries were reported. Final containers were scrapped.